Manufacturer narrative:
The qc was within the established ranges pre and post the event. On (B)(6) 2010, the customer performed system check and the results were within specifications. A bci field service engineer (fse) noted the system check substrate rlu was higher compared to the value at the instrument install approximately 2 months ago. Fse carried out the following tasks: replaced several hardware within the unit. Decontaminated the substrate. Performed: hs system check, which met specification. Accutni qc and precision runs. Qc precision runs between two reagents. Ultrasonic adjustment. Installed new transducer. The root cause for this event is hardware.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni results for two patients above the acute myocardial infarction (ami) and within the risk stratification range generated by the access 2 immunoassay analyzer. The elevated results were reported out of the laboratory. The samples were repeated on the same unit and results within the normal reference range were obtained. Amended report was initiated. Patient treatment was not impacted by this event.